Event description:
Patient reported receiving a "77" error and his device froze while in run mode. The patient was able to clear the error by changing the device power pack. After troubleshooting, it was identified that the patient was actually receiving an e7 (electronic error). The patient stated that after changing the power pack the device seemed to be working fine. The patient did not report any blood glucose issues. No medical treatment was necessary. The product has been requested for returnto be evaluated.